Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of an obstructed cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 21.6 mmol/l (388.8 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated upon removal of the pod from their back, there was blood in the cannula which obstructed the flow.